Event description:
It was reported that a person using the ilet experienced hyperglycemia, with a fingerstick glucose of 263 mg/dl and a concurrent continuous glucose monitor reading of 261 mg/dl; the cgm was confirmed connected and providing accurate readings, and troubleshooting and education were completed. Symptoms included high blood glucose. Outcomes included no reported hospitalization or medical intervention beyond troubleshooting and education. Investigation included confirmation of cgm connectivity and accuracy and user guidance. Investigation of this case revealed no device malfunction identified and no component failure observed, with the cause of the hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.